Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for investigation however a device history review should be performed, and a supplemental report will be submitted. Additional contact information: (B)(6).

Event description:
The event involved a safeset¿ 24 inch arterial pressure tubing, safeset¿ reservoir and blood sampling port and it was reported that the patient was bleeding from the arterial line when the safe set disconnected. There was patient involvement, and no patient harm.

Manufacturer narrative:
01/29/2026 the reported complaint of separation was confirmed on the returned set. During visual inspection, the pressure tubing was received separated from the safeset port. The safeset port was returned for evaluation. When the end of the tubing was microscopically examined, insufficient solvent coverage was observed on the tubing. The probable cause of the pressure tubing separation had occurred due to insufficient solvent coverage on the tubing during assembly at assembly plant. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
B5: additional information was provided.

Event description:
The event involved a safeset¿ 24 inch arterial pressure tubing, safeset¿ reservoir and blood sampling port and it was reported that the patient was bleeding from the arterial line when the safe set disconnected. There was patient involvement, and no patient harm. Additional information received from the initial reporter regarding the event: the disconnection was noticed immediately, and corrective actions were taken to prevent harm to the patient. The nurse reported that they had changed the patient's arterial line setup that day, and when the patient had moved in the bed, then it came apart. The break appeared clean. They reported that the line had not been pulled. It was an arterial line set up with normal saline infusing as per standard practice. When it became disconnected, it back filled with blood as the system was opened. The patient used their thumb to stop it and the nurse clamped the line and changed to a new set up. There was no patient harm, and no drop in hemoglobin.